Manufacturer narrative:
Although it is unknown which of the products contributed to the event, we are filing this report for notification purposes. Involved products are as follows: quantity 4010010, unknown 2, unknown, unknown 1. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion due to l5 isthmic spondylolisthesis. During correction of grade 3 spondylolisthesis, anterior longitudinal ligament was damaged when surgeon applied reduction with rrp after the surgeon placed two trials at both side of intervertebral. When it was confirmed by images, anterior of longitudinal ligament was opened and it started bleeding again. The surgeon tried to stop bleeding using a floseal and the bleeding stopped. When reduction was performed with rrp with inserting two trials of 10mm, anterior dilated and hemorrhage was observed. The cage was re-measured and a new one was placed. The product came in contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.